Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No prime/fill anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a broken reservoir tube lip, a missing reservoir tube lip o-ring, cracked battery tube threads, and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer's blood glucose was 400 mg/dl. During troubleshooting for prime rewind, customer reported of not being able to exit the "preparing to prime" loop. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury; the customer has not used the insulin pump for a month.